Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient experienced recurring incontinence and was implanted with an alternative continence device on (B)(6) 2015. Additional information received indicated the patient's level of incontinence was worse than baseline and the sling was explanted on an unknown date. No further patient complications were reported in relation to this event.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted.